Event description:
Tech alleged that the bed had no power. No pt impact reported.

Manufacturer narrative:
Tech checked for 120v at the power control board and there was no voltage found. Tech checked out the power cable and found the blue line was open. Tech replaced the power cable with a new one and all operations check good.